Manufacturer narrative:
Date sent to the FDA: 08/05/2020. Corrected information: manufacturing site name.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a right inguinal hernia repair surgery on (B)(6) 2009 and mesh was implanted. Additional information was provided that the patient underwent removal of the mesh on (B)(6) 2012 where the surgeon noted ¿a significant amount of scar tissue was encountered. The fascia of the external oblique was opened and the protruding graft was identified, and then with tedious and prolonged dissection the graft was removed from the surrounding tissues.¿ no additional information is provided.